Manufacturer narrative:
Preliminary assessment of the event by a clinical specialist notes inferior vena cava collapses that may have caused the air entrapment. Further investigation into the event is pending.

Event description:
It was reported that roughly three hours into perfusion, the inferior vena cava line was noted to be full of micro-air bubbles. Flows and pressures were noted to be zero and the perfusate exiting the inferior vena cava was noted to be dark. The soft shell reservoir was also distended with air. The circuit was de-aired which improved flows, pressures and perfusate color. No further air was seen entering the circuit. A few inferior vena cava collapses were noted in the data which may have been the source of the air entrapment. The recirculation/ascites tubing was also noted to be fused. Troubleshooting was successful in opening the tubing. Following perfusion, the liver was ultimately discarded.